Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -13.5/+1.5/079 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2018. The surgeon reports excessive vault. The lens remains implanted.